Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was 300 mg/dl. The customer also reported that they had a hard time rewinding the insulin pump. During troubleshooting, the customer was able to rewind and push insulin out. The insulin pump will not be returned for analysis.